Manufacturer narrative:
The hill-rom field investigation indicated there was "no noticeable marks on the bed". In addition, the air mattress involved with this event was not a hill-rom product. The air mattress had a two prong power cord. There was no malfunction with the bed.

Event description:
Account alleged a hill rom bed caught fire. The bed was setting sideways against the wall when the nurse assistant began to lower the bed. As the bed was lowered, the siderail made contact with the ac plug and receptacle. This caused a spark, which caught the linens on fire. The nursing assistant extinguished the fire and then removed the pt from the bed. The pt was not injured.